Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated and was difficult to charge despite an attempt to cycle charge the device. The patient underwent an explant procedure. The explanted device was kept by the facility.